Event description:
It was reported that the patient's chest got red from shoulder to waist and was warm to the touch a few hours after the dressing was removed by the patient's wife. The patient's wife called I-flow corporation's hotline, and the clinical nurse advised the patient to call the anesthesiologist. The anesthesiologist advised the patient to discontinue the pump.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this complaint has not yet been received for evaluation. Without the actual product, model or lot number, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.